Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Device evaluated by MFR: at this time, vyaire has not received the suspect device/component for evaluation. However, the customer already confirmed that the touch screen is now working fine automatically and has requested the issue to be closed.

Event description:
It was reported that the machines touch screen does not work. It was indicated that the doctor was using the mouse to operate the ventilator on a patient. There was no known patient injury in this event.